Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc.processed with fu.no. 03. On 6-jul-2020: pif received. Processed with fu.no. 02.no new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated through anterior fallopian tube') and embedded device ('a segmentof esure embedded within the lumen of the distal aspect of the tube') in an adult female patient who had essure (batch no. 717012) inserted for female sterilization. The patient's medical history included adenomyosis, endometriosis, intrauterine device removal and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total abdominal laparoscopic, cystoscopy salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted: essure removal as per mr is (B)(6) 2019. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: previously reported event medical device removal replaced by fallopian tube perforation". Reporter, lot number, medical history and rcc added. Embedded device event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated through anterior fallopian tube') and embedded device ('a segment of esure embedded within the lumen of the distal aspect of the tube') in an adult female patient who had essure (batch no. 717012) inserted for female sterilization. The patient's medical history included adenomyosis, endometriosis, intrauterine device removal and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total abdominal laparoscopic, cystoscopy salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted: essure removal as per mr is (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received. Reporter added. On (B)(6) 2010, she explanted essure. Injury event was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.